Event description:
The account alleged that the head section will drift down slowly over time. No patient impact.

Manufacturer narrative:
The technician asked the account to check the head down valve and the cardio pulmonary resuscitation valve. The account stated that they found the head right brake caster shroud had come loose and was pushing on the cardio pulmonary resuscitation lever slightly. The account put the cover back into position and the issue was resolved.